Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported problem. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received. (B)(4).

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported a vent inop condition, air valve lift-off failure. No patient involvement reported.